Manufacturer narrative:
Other, other text: one cadd solis vip pump was retuned for analysis. The reported error of 42224 was not found in the history log. Power up and functional testing were performed to test the device. Error code "42224" was not duplicated at power up and during functional test.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 42224. There were no reported adverse events.